Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they had experienced the high blood glucose. The customer's blood glucose was 300 to 400 mg/l and 580 mg/dl. The customer had nausea and also sick with virus. The customer declined the high blood glucose troubleshooting. The product will not be returned for analysis.